Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with itching, rash, redness, inflammation, and infection, under entire patch area, which occurred 3 days after the sensor had been inserted in the arm. The reaction was treated with a prescription of an oral antibiotic, flucloxacillin. No photo was provided. There was no documentation of further medical intervention. At the time of the report the patient was stable. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).